Manufacturer narrative:
The following devices were also listed in this report: x3 triathlon cs insert #5 11 mm; cat# 5531-g-511; lot# lbu975. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Left knee revision for pain and catching. Insert and patella revised.

Manufacturer narrative:
An event regarding revision due to instability involving an unknown triathlon patellar component was reported. The event was confirmed based on clinician review of the medical records provided. Method & results: device evaluation and results: not performed as no items were returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: gradual relaxation of remaining scar tissue after a previous revision for arthrofibrosis in 2010 when also a thinner bearing was implanted rendered the knee gradually unstable requiring another revision to restore knee stability to the immediate post primary implantation state of 2009. -device history review: not performed as lot information was not provided. Complaint history review: not performed as lot information was not provided. Conclusions: the event was confirmed based on clinician review of the medical records provided. A review of the provided medical records by a clinical consultant indicated: gradual relaxation of remaining scar tissue after a previous revision for arthrofibrosis in 2010 when also a thinner bearing was implanted rendered the knee gradually unstable requiring another revision to restore knee stability to the immediate post primary implantation state of 2009. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Left knee revision for pain and catching. Insert and patella revised. Update: gradual relaxation of remaining scar tissue after a previous revision for arthrofibrosis in 2010 when also a thinner bearing was implanted rendered the knee gradually unstable requiring another revision to restore knee stability to the immediate post primary implantation state of 2009.